Event description:
This lead was capped due to ventricular non-capture at max output. They suspected a subclavian crush. There were no adverse pt effects reported. If additional info becomes available, this report will be updated.